Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further malfunction codes appeared.